Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: 17693109.

Event description:
It was reported that following an ipg replacement procedure (MFR. Report number: 3006630150-2018-62232), the patient was having difficulty charging the ipg beyond the second bar. It was also reported that the patient was experiencing inadequate stimulation. Database analysis showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and lead were not returned.